Event description:
Customer reports the electrical contacts of the inform meter appear to be burnt. No adverse event reported. A request was made for the return of the device, replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Revised catalog number and serial number. Customer had transposed some of digits in the serial number.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.